Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a skin reaction that occurred on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. Patient reported that the reaction looked like a 3rd degree burn that blistered and is a purplish color, under the sensor patch adhesive. Patient treats the affected area with desonide 0.05% cream, prescribed by her dermatologist on (B)(6) 2016 for the reported skin reaction. Physician advised patient to remove sensor and use cream. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).